Manufacturer narrative:
The received device had the cannula assembly not deployed. The clutch spring was held in the spring latch. The device was reset during the investigation and the device data was unable to be retrieved. The device was connected to a master pdm and a 5u test bolus was delivered without issues. Inspection of the device found no damages or manufacturing deficiencies that would prevent the needle from deploying as intended. A root cause for the reported failure to deploy the needle could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 15 mmol/l (270 mg/dl) while wearing the pod for between 4 and 24 hours. The needle mechanism did not fully deploy as intended during activation.